Event description:
It was reported that the cot was positioned at half height and when the patient placed their hand on the stretcher (from wheelchair) the stretcher dropped to the ground. No adverse consequence or clinically relevant delay in treatment was reported.